Event description:
The facility reports the resident was being transferred to the bathroom. The stna performing the transfer did not have the resident properly secured in the lift. The leg strap buckles were not utilized. The resident passed out while on the lift. With the leg strap and buckles not in place, the resident's leg twisted outward, causing a fracture. The resident sustained a spiral fracture of the right femur and had to have surgery. The device was evaluated and found to be in good condition with minor scratches to the pt on the legs. The leg straps were intact and locked and unlocked properly. The sling was also in good condition. The lift operated normally. (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.